Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (wires exposed) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was physical abuse. Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger faults) was confirmed. Upon investigation the charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. Additionally, the q1 current-controlling transistor on the bedside pca was shorted. The root cause for the defective u1003 and u104 processors and the shorted q1 transistor could not be positively identified. No adverse event resulted from the defective electrode belt and battery charger/modem. ----------------------------------------- device manufacture date: electrode belt sn (B)(4) - 10/19/2009, charger sn (B)(4) - 07/03/2013.

Event description:
A us distributor returned electrode belt sn (B)(4) and battery charger/modem sn (B)(4) for investigation. Wires were exposed on the electrode belt and the battery charger/modem was producing battery charger faults.